Event description:
There was a product where the rear needle had broken off inside the rubber stopper of the pen, and the product has been collected at the facility at the request of the patient.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken non patient end cannula. Based on the condition of the return sample root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.